Event description:
The customer reported a leak that caused a blood backflow. The leak occurs at the upper port after infusing an unknown IV push drug with the bd twin needle cannula. The leak occurs almost immediately. There was no patient injury or medical intervention necessary. The amount of blood that backed up is unknown. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The reported condition of leak was not confirmed. Two (2) companion samples were received for evaluation. Visual inspection and underwater pressure test (8psi) was conducted on both returned samples with no abnormality observed. Batch review was conducted on the reported batch with no abnormality observed. No root cause could be determined. This report was originally included in report 6000001-2010-01041.